Manufacturer narrative:
Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that after final optimization of this subcutaneous implantable cardioverter defibrillator (s-ICD) at implant, the patient was being wheeled out of the room and a yellow screen was noted on the programmer. The device was rechecked and no anomalies were noted. Boston scientific technical services (ts) discussed the observed screen was due to loss of telemetry. No adverse patient effects were reported.